Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that nothing happened with first channel closing channel 8-15, wasn¿t in use before the replacement of the lead. Channel 8-15 wasn¿t closed by a plug. The screw broke when surgeon wanted to close channel 8-15 of the ins using dynamometric screwdriver. There were no contributing factors. The ins and lead were replaced. Issue was resolved. Patient was alive with no injury. Additional information received clarified that the lead was replaced to a different model to cover a greater area.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) . Visual examination revealed a punchout hole in the setscrew grommet. Grommet for channel two (e8-e15) was damaged (punchout hole) and with an extra smaller length screw that had damage threads. However, testing of the programmable features and output ranges determined that the ins was functioning normally. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.